Manufacturer narrative:
The system was examined and the reported event was not replicated. However, before the arrival of the company representative, the customer identified a poor connection between the power outlet and the facility¿s no-break uninterruptible power supply (ups) that caused the issue. The system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported shut down and system message can be attributed to an electrical issue with the customer facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported that a system displayed an error message and shut down on its own during a procedure. The procedure was completed. There was no patient harm.